Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) was returned due to low monitoring voltage and long charge times. The device was not stored near a magnet; however, the day was unusually cold, so the device was heated prior to pre-implant interrogation.